Event description:
It was reported that: dr. (B)(6) stated the pt had pain starting (B)(6) 2012.

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 8 deg 38mm, cat# nlv-380800g, lot# 31714901. Trident psl with purefix ha 64 mm, cat# 542-11-64h, lot# 32026701. Trident 0 deg insert 44 mm, cat# 623-00-44h, lot# mhpetp. Uni adaptor sleeve v40 ti, cat# 6519-7-100, lot# 34630806. Delta un.fem hd 44 mm, cat# 6519-1-044, lot# 34967401. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.